Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed what the customer had reported. The fse found that the main board was faulty causing the reported issue. The fse then replaced the main board resolving the event. Bec internal identifier - (B)(4).

Event description:
He customer reported quality control (qc) and patient samples recovered with vote outs or erratic platelet (plt) results with review [r] flagging for some patient samples when cycled on the dxh560 al instrument. The customer also reported daily checks recovered with a high plt results during the event. The was no report of erroneous results reported out of the laboratory. There was not report of patient impact as a result of this event.